Manufacturer narrative:
In reviewing the description of the occurrence, it was determined that this event did not lead to death or serious deterioration in the state of health of a patient, user or other person. Assessment of this incident found it to not fulfill the reporting criteria per meddev 2.12-1 §5.1.1. Additionally, the incident is not identified to be a malfunction, a failure or modification of the features or performance or an inaccurate label or instruction manual for a medical device which directly or indirectly caused, may have caused in the past, or may cause in the future, death or a serious aggravation of the state of health of a patient, a user or another person per mpsv § 2 (1).

Event description:
It was reported that the device was found to be unable to operate on ac or battery power due to the dc port being broken. No patient was involved because this was found during service and repair.